Event description:
In 8/86 using the co silicone gel implants, the pt, since having one child has had intermittent joint pain in the knee and shoulder area, some hair loss and body rash off and on in the last two yrs, and feels more tired than usual. Although the symptoms are non-specific, in order to avoid potential problems and potential worsening of her symptoms, pt would like implant removal. On physical exam, the pt has a class ii contracture on the left and no contracture on the right. Due to overwhelming concern about her symptoms and the possibility that it could get worse and necessary to remove these implants. The pt also has a positive ana at 1:40 which has not been observed before.